Event description:
It was reported that the matrix retaining sleeve thread was damaged and lacerated. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for evaluation. Visual inspection showed that the thread wall was heavily damaged and cracked, possibly due to excessive mechanical stress. The holding sleeve met specifications; however, in an effort of continuous product improvement, the problem was identified and the thread wall reinforced accordingly as of lot 6280684. The lot returned was manufactured prior to the design change. This complaint is valid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: a review of synthes device history records (DHR) for lot # 4786301 revealed the retain-sleeve std f/matrix 5.5 was manufactured by magnum manufacturing center. Synthes received (B)(4) reworked lots that were released into stock. (B)(4) for (B)(4) reworked parts per dco (B)(4) released (B)(4) parts to the warehouse on 6/15/2010. The other 3 parts were scrapped at the vendor. (B)(4) for (B)(4) reworked parts per dco (B)(4) released (B)(4) parts to the warehouse on 3/25/2010. Wo (B)(4) for (B)(4) reworked parts released (B)(4) parts to the warehouse on 6/8/2010. The other part was scrapped at the vendor. Two ncrs are related to this lot number: us1047989 for threads out of tolerance, had (B)(4) parts dispositioned as return to the vendor for rework, and us1047922 was for stock eval 1290, which identified (B)(4) pieces with an out of tolerance minor diameter. These (B)(4) pieces were also returned to the vendor. The part manufacture date was reported as 07/17/2009. This data is incorrect as the part with catalog number 03.632.001 and lot number 4786301 was manufactured and released on 03/25/2010, 6/8/2010 and 6/15/2010, respectively.

Event description:
This is 1 of 1 report for complaint (B)(4).